Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after experiencing two syncopal episodes. Patient has fallen and had shoulder fracture due to syncope. Device interrogation showed intermittent right ventricular (rv) capture and loss of left ventricular (lv) capture. There was also increase in rv and lv capture thresholds. Micro-dislodgement was suspected on both leads. The rv lead was repositioned with optimal threshold. Physician decided not to reposition the lv lead and output was kept at 5 v. Patient¿s condition was stable post-procedure.